Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
It was reported that the customer was experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident and current blood glucose value was 270 mg/dl. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. Customer reported that they received no delivery alarm. The insulin pump will not be returned for analysis.